Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks for a bigeminal rhythm in the vf zone. The lead was explanted and replaced. The device remains implanted.